Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the distal lead conductor had blood in it.

Event description:
It was reported that during the implant attempt, after placing and removing two wires and one stylet down the lead, an additional wire or stylet would not go down the lead. The lead wire was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.